Event description:
Caller alleged discrepant results with the inratio meter compared to the lab for patient #2. Results as follows: date: (B)(6) 2012, inratio: 5.8, lab: 2.9. Compared a few minutes apart. Patient's therapeutic range 2.0-3.0.

Manufacturer narrative:
Investigation pending.